Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08jan2020.

Event description:
The customer reported a noise was heard at the time of inhalation. The customer reported that a slight resonance was felt when compared to other units and it is requested to tell if it is abnormal.

Manufacturer narrative:
G4: 10jan2020. B4: 13jan2020. Philips field service engineer (fse) performed operational check but noise at inhalation was not confirmed. As to operational noise, it was determined that the noise was within the allowable range. Fse replaced the blower just to be safe. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31jul2020. B4: 04aug2020. D4: UDI#(B)(4). A blower assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the blower passed the sound level testing. The reported complaint could not be confirmed. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.